Event description:
It was reported that the communicator showed a yellow sending wave. A boston scientific technical services (ts) provided troubleshooting steps, but the issue was not resolved, and the dongle was very hot then almost burning thus requested dongle replacement. No adverse patient effects were reported. The communicator remains in service.